Event description:
Additional information was received from a consumer. It was reported that nothing in particular led to the pump flipping; the cause was unknown. It was reported the patient also went into atrial fibrillation due to the antibiotic reaction. The patient¿s eyes were still ¿bad¿ and her left arm was still ¿bad.¿ the patient was trying to find a new managing physician as they were not happy with their current one; but they were having a hard time changing physicians.

Event description:
The patient does not know why the pump flipped, but has lost a lot of weight.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (25.0mg/ml, 4.371mg/day) via an implantable infusion pump. Indications for use included failed back surgery syndrome and spinal pain. It was reported that the pump flipped, and as a result the patient had revision surgery in (B)(6) 2015. The surgery in (B)(6) 2015 reportedly almost killed the patient. The patient was given antibiotics that she was highly allergic to, ¿even though it was on her wrist and in her file.¿ the patient¿s ¿heart went out,¿ and she reportedly would not wake up, her eyes were rolled back, and she was non-responsive. The patient was taken by ambulance to the hospital. When the patient woke up, she was reportedly blind because her potassium went to 1.3. The patient was redirected to the healthcare provider (hcp). The event date was reported as 2014, at which time the pump had flipped the first time [refer to manufacturer¿s report # 3004209178-2016-02853 for information pertaining to the first pump flip and first revision]. No information was provided regarding what led to the flipped pump, nor if there were any patient symptoms related to the pump flip. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was noted that when the pump came loose, mesh was used.